Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion caused by high current draw in the hybrid. As received, the device was at elective replacement indicator. A longevity calculation was performed and found the premature battery depletion based on the device usage. Electrical testing revealed high current drain from the hybrid. The cause of the high input current was found to be a hybrid anomaly.